Manufacturer narrative:
(B)(4). The available information suggests this device was retained by the hospital. This investigation will be updated should further information be provided or upon completion of analysis if the device is returned.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) and the patient had an av node ablation. It was suspected that a lot of telemetry was used during the ablation procedure, causing enough radio frequency (rf) use to disable remote monitoring. A save to disk was sent for analysis to assess amount of battery life remaining until device replacement was needed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and this device was explanted. No additional adverse patient effects were reported.